Event description:
It was reported that the user had a skin tear on her right leg due to missing nuts and bolts caps on a rollator. It is unknown if the user sought medical attention. After follow up, the user was said to be healing and doing well. No additional information is available.